Event description:
In 2009, the lay-user/patient contacted lifescan alleging that the lancet(s) of a one touch lancing device would not fire. The pt indicated that the alleged issue started two days prior to contact lifescan, at an unspecified time. The pt reportedly did not take any actions related to diabetes treatment as a result of the alleged issue. Six to seven hours after the alleged issue began, the pt claimed that she developed a symptom of dehydration. The pt denied receiving medical treatment as a result of the alleged issue. The lancing device was replaced. Based on the info provided, this complaint is being reported due to the following conclusion: the pt claimed that she developed symptoms that can be associated with a serious injury 6-7 hours after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.